Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the instrument and sulu could not be removed from the ethicon cb12lt trocar. The surgeon broke the instrument trying to remove it. A piece of trocar broke off and fell into the pt cavity and was not found or retrieved. The operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).